Event description:
The female pt's age was unk. The target lesion was the proximal right coronary artery (rca). The lesion was an in-stent restenosis of a previously implanted taxus stent. The vessel was heavily calcified and highly tortuous. There as 90% stenosis. Pci was conducted to treat the restenosis of a previously, and a new lesion developing to the distal end of the taxus stent. The target lesion was pre-dilated twice with 2 balloons (voyager 3.0/10mm and then quantum 3.5/9mm) and then a 3.5 x 13mm cypher stent was being delivered, but the cypher became caught with the stent strut at the proximal end of the previously implanted taxus, so a different cypher (3.5 x 18mm) was implanted with overlap without problem. After removal, the physician found the stent to be flared at distal end. The procedure was finished successfully. There as no pt injury reported. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product was returned for analysis. Add'l info will be submitted within thirty days upon receipt.